Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during an unknown procedure. According to the complainant, the device "broke" inside the patient. The procedure was completed with another piranha device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the device coil was cut. There wass no other visible damage to the device and no parts broken. Functional analysis was unable to be performed due to the cut in the coil.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during an unknown procedure. According to the complainant, the device "broke" inside the patient. The procedure was completed with another piranha device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.